Manufacturer narrative:
One cadd-prizm® vip pump was returned for investigation. A visual inspection revealed the device to be in good condition. A review of the event history log confirmed the report issue of upstream occlusion alarms. The reported issue was able to be duplicated while running the pump. A root cause for the reported event could not be determined. The complaint was confirmed.

Event description:
It was reported that a cadd-prizm® vip pump experienced continuous upstream occlusion alarms. No injury was reported.